Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions were traced to component failure. The definitive root cause for the foreign material could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive around objective lens had a scratch, adhesive around z-block (server plug-in) has a chip, distal end has foreign objects. There was no patient involvement.